Event description:
The customer reported that the ventilator battery would not charge. The customer reported the device was in use on a patient and there was no patient harm. As the device was out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported the ventilator did not shut down but the battery charging led was lit for a long time. Pse advised the biomedical engineer evaluate the battery for replacement. The biomedical engineer reported the battery was replaced to address the reported problem and the device is back in service. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Specifications. Proper care, maintenance and testing should be performed when using battery power sources.